Event description:
An impella cp device was inserted via the right femoral artery in a 69-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was consistent with cardiogenic shock; the society for cardiovascular angiography and interventions (scai) shock stage d. At the time of peel-away sheath insertion, a small amount of bleeding was observed at the femoral access site. Access angle matching and manual pressure were applied, and initial hemostasis was achieved. Overnight, a cardiac catheterization laboratory nurse was called to reassess the access site due to increased bleeding over time. The dressing was noted to be saturated, and the pre-closure sutures were tightened. By the following morning, the dressing was again noted to be saturated and was changed, after which no further bleeding was reported. During this time, the patient¿s hemoglobin level decreased from 11 grams per deciliter to 9 grams per deciliter. The patient did not meet the institutional threshold for blood transfusion, and no blood products were administered. The decrease in hemoglobin was monitored and managed conservatively. Minor access-site bleeding and a modest decline in hemoglobin are known and expected risks associated with large-bore femoral arterial access and impella support, particularly in the setting of acute myocardial infarction, cardiogenic shock, anticoagulation exposure, and critical illness, all of which may impair normal hemostasis. The patient remained on impella cp support and ultimately survived to explant to impella bridge therapy.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
Additional information: the device is not available for return.

Manufacturer narrative:
G1 corrected the manufacturer contact phone number. H6 investigation type and findings codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.